Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a video provided by the customer was evaluated. The video showed a lens insertion with the leading haptic unfolded. The whole lens was properly unfolded and positioned at the end of the surgery. Per the sequence of events and the outcome of this procedure, it is not expected to have any clinical impact associated to the reported issue. The root cause of the incident cannot be determined from a video assessment. The complaint issue "haptic damaged" was not identified during video evaluation; however, the complaint issue "lead haptic not folded" was identified. Based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the bilateral surgery with preloaded extended depth of focus intraocular lenses (iol), the leading haptic of the iol implanted in the patient's right eye (od) was twisted as it came out of the injector, however the procedure was completed safely with it. When the second iol was implanted in the patient's left eye (os), a crack and scratches were found in the optical part. The incision was enlarged and the lens was removed. The surgery was completed using a replacement device. Through follow-up we learned, that the patient's visual acuity was not tested, however, the patient reported being satisfied with the surgical outcome. The account also reported that when the iols were inserted, there was no increased resistance; the resistance felt about the same as normal. No further information was provided. A separate report will be submitted for the iol implanted in the patient's left eye under the reference: 3012236936-2025-0003422.